Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the battery of the pacemaker (pm) had prematurely depleted. There were no consequences to the patient. The pm was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
Final analysis found the reported premature battery depletion was confirmed in the laboratory. Analysis of device image revealed high current drain of approximately ten times that of normal current, which is consistent with increased duty cycle of the internal circuitry caused by a firmware anomaly. The cause of the premature battery depletion was due to excess current on the hybrid.